Event description:
Follow up report on 3007666314-2018-00027: initial report had a "date received by manufacturer" of 21-aug-2018. However since filing the initial report manufacturer has learned that a company representative was aware prior to that date. The actual "manufacturers awareness date" should be 11-sep-2017. The purpose of this follow up report is to make that correction.

Event description:
No patient injury, but patient underwent a revision surgery to replace a sensing lead. The explanted lead was not returned. However on (B)(6) 2018 after reviewing the related information provided the likely root cause leading to the need for a revision surgery was electrical leakage due to a n insulation breach.